Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for a urine sample for 1 patient tested for crej2 creatinine jaffé gen.2 (crej2) and albt2 tina-quant albumin gen.2 (albt2). The erroneous results were reported outside of the laboratory. The initial albt2 result was 0.9 mg/l and the initial crej2 result was 4.2 mg/dl. These results were reported outside of the laboratory. Afterwards, the technician noticed the results did not match the patient¿s clinical picture. The sample was repeated and the albt2 result was 618.4 mg/l and the crej2 result was 40.9 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The crej2 reagent lot number was 16062001 with an expiration date of 03/31/2018. The albt2 reagent lot number was 18315001 with an expiration date of 06/30/2018. The field service representative (fsr) visited the customer site and checked multiple parts of the instrument and found no issues. The module was performing within specification. The fsr ran a 10 cup precision test on a few different urine assays and the results were acceptable. Various samples were taken out of storage from the day of the event and albt2 results and crej2 results were reasonably the same. The fsr also repeated the same sample that produced the erroneous results and the results matched the repeat results that were believed to be correct. A specific root cause could not be identified. Quality control results did not indicate any issues. A general reagent issue can be excluded.